Event description:
It was reported that "jam nut would not turn. Opened another 2mm offset adaptor and that one worked and was implanted."

Manufacturer narrative:
Method: device history records, complaint history and surgical protocol review. Evaluation summary: the results of investigation indicate that it was most likely the jam nut was turned counter-clockwise instead of clockwise in order to loosen the nut from the offset adapter, which deviated from the instructions described in the surgical protocol. This suggests a likely user related issue. This device has a left hand thread design, where rotation for tightening and loosening are reversed. A field bulletin was released on july 16, 2009 as a reminder of the left hand thread technique and providing instructions to tighten in a counter clockwise direction as described in the surgical protocol. A review of the device manufacturing history record indicates that the devices were manufactured and accepted into stock with no reported incidents. The product experience reporting database shows that there have been no other reported events regarding the reported lot.